Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and self-tests. There was no blank display and the insulin pump functioned properly. The device was received with all operating currents within specifications. There was no unexpected low battery or off no power alarm on the device. The insulin pump was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display, low battery and high blood glucose levels. Customer's blood glucose level went as high as 600 mg/dl. Customer refused to troubleshoot the insulin pump and wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.